Event description:
The physician attempted closure of an arteriotomy site in the femoral artery with the starclose device following an interventional procedure. There was no tortuosity or calcification. The device became stuck in the patient. The system was removed by surgery. The current condition of the patient is unk.

Manufacturer narrative:
The device is expected to return and the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant findings will be submitted in a follow-up report.